Event description:
"The balloon ruptured at 1 atm and had to be cut and snared to remove. There was no pt harm. An inflation device was used during the procedure, however, it is unk how the balloon ruptured or the indication the balloon was being used for."

Manufacturer narrative:
The cause of the malfunction is not known. Balloon burst was confirmed, however, it is unk as to what indication the catheter was being used for. The comparative catheter performed according to spec. The labeled rbp for this device is 2 atm. When tested, it did not burst until 4.0 atm.